Event description:
Ous MDR - after an implantation period of about 72 months, increasing impedance values > 3200 ohms were reported. No adverse patient side effects have been reported. The lead was not returned.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the received pacemaker data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the returned data were analyzed. The inspection confirmed the clinical observation. An increase of the ventricular pacing impedance with a corresponding increase of the ventricular pacing threshold was recorded between april 2012 and november 2013. The sensing values remained stable around 8 mv. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The clinical observation was confirmed through the inspection of the received data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause.